Manufacturer narrative:
Motor error alarm during rewind due to cracked motor flex trace. Unable to perform occlusion, prime/a33, the excessive no delivery test due to constant motor error alarm. Pump was received with scratched lcd window, cracked lcd window at bottom left corner, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 201 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.